Event description:
False (B)(6) advia centaur xp hcv results were obtained on a patient sample. The previous result was (B)(6) and confirmed (B)(6) with riba testing. Subsequent draws from the patient resulted (B)(6) for hcv. The third sample confirmed (B)(6) with riba testing. The initial (B)(6) sample was retested and the result was (B)(6). The patient samples were tested on alternate method and the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
The cause for the discordant hcv results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur hcv assay is limited to the detection of igg antibodies to hepatitis c virus in human serum or plasma (potassium edta, lithium or sodium heparinized plasma)." "The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus." "The calculated values for hepatitis c in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer."

Manufacturer narrative:
This supplemental medwatch report includes follow up investigation results received on 01/18/2012. The patient sample was run in-house with multi-lots and chiron riba test. The in-house multi-lot testing showed results for two of the lots as 1.34 and 1.01 and an equivocal result of 0.86 for one lot. The testing did not show a negative result. The chiron riba initial testing indicated the result as indeterminate showing a line for one band only. This supports the profile of a recovered patient with low ab titer. The customer result of negative was not confirmed. The patient sample is at the cut-off for the siemens advia centaur hcv assay and riba confirmation. Multiple testing by the customer and siemens has shown that the sample could be positive or negative with the various tests. All reagents and instruments are performing as expected. (B)(6) results (index): result .(B)(6), lot# 24; 0.86 (equivocal), lot# 27; (B)(6), lot #28. Riba testing: indeterminate.

Event description:
This is a supplemental report to the original report filed for 1219913-2011-00185. For other information related to this report, please see medwatch report 1219913-2011-00185.